Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to detach from the catheter to deploy. Reportedly, the handle was opened and closed multiple times, the clip was rotated, and the catheter was pushed in and out, torquing the scope. Finally, the clip was pulled off the tissue, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but failed to detach from the catheter to deploy. Reportedly, the handle was opened and closed multiple times, the clip was rotated, and the catheter was pushed in and out, torqueing the scope. Finally, the clip was pulled off the tissue, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was returned attached to the device. It was also noted that the device returned with part of the handle broken and the catheter was returned detached from the handle and control wire. The control wire was kinked inside of the handle, and close to the distal end. Microscope examination was performed on the clip assembly and it was confirmed under high magnification that there was evidence of first activation and the clip arms were misaligned. It was also noted that the bushing had some marks in its hooks. Dimensional examination was performed to further analyze the deployment issue; the length from the distal point of the catheter to the proximal edge of the ferrule was within specification, and the outside diameter of the ferrule distal edge was confirmed to be within specification. A dimensional analysis was performed on the flattening wire, and it was confirmed to be within specification. It was noted that the yoke diameter measurement was out of specification. A dimensional analysis was also performed on the hooks of the bushing, and both sides were found to be out of specification. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.